Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on 07-dec-2023. The clinician reported the patient was in the ER due to pump malfunction. The remote would not communicate with the pump and troubleshooting was not successful. The patient was placed on IV remodulin while her family brought supplies to the hospital. The patient was not admitted and no clinical symptoms were reported. The patient was able to be restarted on her back-up pump. It is unknown why the back-up pump was not used prior to the ER visit. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.